Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the trigger of the handpiece device was sticking. Therefore, the reported condition was confirmed. However, the assignable root cause could not be established. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the bearing of the handpiece device was worn, the device had a sticky trigger, and the device failed tests for lid leak tightness. It was further determined that the device failed pretest for check for leakage, check of free moving, and check proper function of the triggers. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.